Event description:
I underwent breast implant surgery with dr. (B)(6) at (B)(6) in (B)(6) on (B)(6) 2023. After surgery, I discovered that my implant documentation and serial numbers were never scanned or registered. When I contacted the implant manufacturer (sientra), they confirmed that I was not in their system and that the surgeon's office had reported losing all documentation of my implants. I later obtained a mammogram ((B)(6) 2025) and an MRI ((B)(6) 2025), which showed conflicting reports about possible rupture. I have also experienced physical changes and concern about implant integrity. The lack of documentation prevents confirmation of product traceability, warranty verification, and raises safety concerns about whether the correct implants were used. I am filing this report because of the office's loss of all implant information and lack of transparency, which I believe poses a significant patient safety risk and may indicate mishandling or improper device tracking. Pt code: 4580. Device codes: 1546, 2903. Ref report: mw5178567.